Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the 70 degree curved instrument, straight suction, and ostium seeker were inaccurate by 1-2 mm. All passed verification without issue. The navigated balloon and quadcut instruments were accurate. The site noted they were having difficulty with the flat panel emitter and were unable to track near the nose, and were also seeing accuracy issues. The site switched to side emitter and were still having some accuracy issues. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The archive from the procedure was sent to medtronic for analysis. Testing found that the archive loaded without issue. It was noted that the registration pattern performed was sufficient and that the superior portion of the head a slightly insufficient for proper tracing.

Manufacturer narrative:
A software analysis was completed. The issue was caused by the bent instrument. If information is provided in the future, a supplemental report will be issued.